Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower was not communicating and failed to show login screen. The customer stated that there was a delay in patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the station was not communicating. A technical support specialist troubleshot the device and deployed required packages after multiple follow-ups and confirmed completion, case closed. The system functioned as intended after the technical support specialist investigated the issue.